Manufacturer narrative:
The investigation for the reported console (aic) shut down or restart issues has been completed. The console was returned for evaluation. Upon inspection, the failure mode was reproducible in the lab and evidenced with the console unable to load the boot up sequence. Data logs were not relevant for this issue. The root cause for the for the rebooting issue was corrupt compact flash card making the epc unable to read the boot-loader off of the compact flash card. D4-updated model number g1-corrected reporting contact first and last name g1-corrected MFR site name and address.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that after initial start of automated impella controller (aic) during preventive maintenance, the controller kept rebooting. There was no reported patient harm.